Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened racepack and 1 opened. Also requested one box (36 unopened racepacks) from stock to analyze. Analysis and results: there are no previous complaints of the same reference-batch. There are units in our stock. Received one closed sample, and some pieces of thread broken and frayed. Sewing test on artificial skin tissue has been conducted with the closed sample received and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one as it can be seen. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As instructed for use: "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". An additional test of the knot security control of the samples received from stock and the results are into the current range for this thread and size. Final conclusion: complaint is not justified. Although the results of the closed sample received and samples available from stock fulfill the OEM requirements, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. A credit note for one box of product as a quality courtesy will be issued. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The client claims that the thread starts to fray as soon as it is in contact with blood (e. G. When being manipulated with bloodstained fingers). Knotting is not possible or made difficult. It may even occur that the knots open.